Manufacturer narrative:
The patient is a smoker and has a history of hypertension, hyperlipidemia and coronary heart disease. Index procedure was prompted by silent ischemia. The lad was treated during the index procedure.

Event description:
.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a resolute integrity drug-eluting stent implanted during index procedure . Cec have adjudicated that the patient suffered a stroke approximately 6 weeks post index procedure.